Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018 , product type: lead. Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for non- malignant pain. It was reported that the patient saw the "settings not available" message on their controller intermittently. Previously, the patient was able to increase stimulation without any oor message but that now they were unable to increase stimulation. Impedances were within the normal range, between 1830-2660 ohms and no electrode pairs were greater than 40,000 ohms. The representative was going to add additional electrodes to drive the impedances down. The patient had fluoroscopy performed and it was confirmed that the right lead moved from t9-t10 to t12-l1. The patient's connectivity was fine and when the patient was programmed they felt stimulation except with position changes. The patient was receiving intermittent stimulation and they were seeing the oor message. No further complications reported.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was scheduled for an ins and lead explant. The representative planned on sending the device in for analysis. They also noted that upon removal of the ins from the patient it was placed immediately into a bacitracin bath without their knowledge. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient mentioned that with their previous ins the leads had "come out" and were "falling". The patient had a revision and now has paddle leads. The issue was discovered during a chest x-ray. The revision took place in may of 2019. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2018. Explanted: (B)(6) 2019. Product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2018 explanted: (B)(6) 2019. Product type lead h3. Analysis of the implantable neurostimulator and the leads found no anomaly of the devices. H6. Evaluation method code 4114 does not apply. Evaluation result code 3221 does not apply medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the stimulation issues was due to a short on electrode 2- the short was "positional and intermittent". The patient was being scheduled for a revision and they would likely replace the lead and battery. The representative noted they would send both in for analysis. No further complications reported.